Manufacturer narrative:
Device was returned and evaluated the investigation results are as follows: the adhesive issue could not be determined as the complaint could not be confirmed.

Event description:
The patient called in to report that she has had 2 v-go devices in which it started to come loose. The patient stated that on (B)(6) 2019 and on today (B)(6) 2019. The patient did confirm with us that she is preparing the infusion site correctly by cleaning the area with a alcohol swab and letting the area dry. The patient discarded the v-go from (B)(6) 2019, but will save the v-go from today (B)(6) 2019. The patient also mentioned that on the v-go she had on today came loose after only having it on for 6 hours.